Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken right plunger case and cracked on battery door. Customer?s reported issue was not duplicated during power-up process. The root cause of the reported issue was determined to have been caused by the customer's physical damage to the device. Actions taken to mitigate the reported issue: replaced right plunger case. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that system failure event occurred. No patient injury reported.